Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in fungal peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did utilize proper hand-washing. Two days after onset, the patient was hospitalized for the event. On the same day, the patient began treatment with unspecified intraperitoneal antibiotics for peritonitis and the patient¿s peritoneal dialysis catheter was removed. On an unreported date, the patient was treated with unspecified oral and intravenous antibiotics. On an unreported date, the patient underwent a procedure to have a hemodialysis catheter inserted. Three days after admission to the hospital, the patient began hemodialysis therapy. On the same day, the patient died. It was not reported if the patient was recovered from the fungal peritonitis event at the time of death. The cause of death was fungal infection and multiple unknown other causes. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.